Event description:
Pt dialysis treatment interrupted for bathroom use. Treatment re-initiated, less than 10 min later, machine alarmed, venous line separation noted with blood loss noted. CPR initiated, reinfused, volume replacement with ns.

Event description:
Add'l info rec'd from MFR 8/13/03: reference pir #200302121, question #1 see h3 and h6. Question #2-add'l info received from the user facility on 8/6/03 states that the nurse had detached the catheter when the pt interrupted dialysis to use restroom and, after reinitiating dialysis the line had detached from the catheter and had apparently not been attached with the hemoclip. Facility rep stated there was no indication of product failure. The incident was a result of complications during treatment. It is the belief of fresenius medical care that user error caused/contributed to the event. Question #3-the device was disposed of by the user facility. Question #4-the primary cause of death was cardiac arrest, cause unknown. No autopsy was performed. Questions #5 and 6, see h3 and h6. Date of this report 08/13/2003.